Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2018 a patient (pt) in (B)(6) called to report an ¿ulceration of the cornea and infection on the eye¿ while wearing the acuvue oasys brand contact lenses. No additional medical information was provided. On (B)(6) 2018 a call was placed to the pts eye care provider (ecp) reported the patient had an issue with 1 contact lens for the right eye. Ecp reported the contact lens was torn while wearing. The lens caused an ¿irritation of the cornea and a redness on the right eye¿. The patient sought medical attention, but it was unknown if the patient needed treatment. The ecp did not know the condition of the pts eye or if the suspect lens was available. The ecp will contact the pt for additional medical information. On 30jan2018 additional information from the ecp was received from the affiliate: the date of the event is unknown. The patient is a medical professional and has not seen an ophthalmologist for a medical diagnosis. The patient treated with azyter (azythromycin). The patient eye is ok now with no irritation or redness. The ecp is waiting for the patient to come back with the suspect lens. No additional information was provided. Additional medical and product information was requested from the affiliate, but no additional information has been received. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot l00356f was produced under normal conditions. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.

Manufacturer narrative:
One lens was received in a lens case. The parameters of the lens were measured and a visual inspection was performed. The lens met company standards for base curve, center thickness, and diameter. The microscopic visual inspection revealed the lens was torn. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.